Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed; any additional information, will be reported in a supplemental report.

Event description:
Complaint was received via FDA user-facilities report, event desc: patient experienced a bisphosphonate-induced stress fracture of hip (subtrochanteric) and underwent gamma nail surgery. Pt. Failed to heal after 10 months. Non union of subtrochanteric fracture was confirmed on CT. The distal screw was broken. Patient subsequently returned to surgery to exchange gamma nail system.